Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician found that the tip of the neuron max 6f 088 long sheath (neuron max) was broken when she wanted to use the neuron max on the back table. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max distal atraumatic tip was fractured. The packaging card was not returned for evaluation. The packaging mandrel was found with ripped tape on the surface and unsecured from the packaging card. Bends were present along the length of the device. Conclusions: evaluation of the returned neuron max revealed a damaged distal atraumatic tip. This type of damage typically occurs due to improper handling during removal from packaging. If the packaging mandrel is unsecured from the packaging card, it may pin the neuron max distal atraumatic tip between the packaging mandrel and the packaging tube upon retraction. If the neuron max is attempted to be retracted while pinned, the distal tip will likely become damaged. Further evaluation revealed a bend throughout the length of the device. Based on the return condition, it is likely that the bend is incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.